Event description:
The customer reported that the ventilator gave a low leak co2 rebreathing error message. The device issue was discovered during unit set up. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse provide the customer with the part ids for the flow sensor assembly. The customer has reported that they have ordered the part and are currently waiting for the part. He states that he is confident that the repair can be made, and the case can be closed. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No other anomalies were reported.

Manufacturer narrative:
Upon further investigation, the following has been reported: co2 rebreathing risk was reported to have been identified during setup at a biomed shop. There was no delay to patient therapy or patient involvement. Therefore, this complaint no longer meets reportability requirements.